Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device had electrical interference issue. It continued current flow without pressing the coagulation button which resulted to superficial burns at right thigh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation isolated the failure to the temperature port, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The temperature port was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.